Event description:
Info was rec'd that reported a pt was hospitalized in 2009 due an incident of hyperglycemia. Per the reporter, the pt had been experiencing high blood glucose prior to the hospitalization. Upon admit, her blood glucose was 759 mg/dl. She was treated with insulin. The device should be returned for eval; to ensure that it is functioning correctly and the did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.